Event description:
Term newborn with vacuum assisted vaginal delivery. Vacuum device used for 30 minutes. Baby with subgaleal hematoma requiring blood transfusion. Also with subdural hematoma requiring anticonvulsant therapy and mechanical ventilation.